Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received for investigation. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination according to procedure. The visual inspection did not detect any kinks, damage or any discrepancies that would affect the performance of the sample. During the functional testing the sample was primed without difficulty and no alarm was activated; the water could pass through the whole device; thus, the failure mode reported is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No corrective actions are required since the complaint was not confirmed.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, the line could not be vented. No patient consequences were reported. No adverse effects were reported.